Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). No quality control (qc) issue was observed. The customer informs that the patient sample was not re-centrifuged before repeat testing. A siemens customer service engineer (cse) was dispatched to the customer site. Siemens determined that the customer uses a track centrifuge and statspin. The track centrifuge spins at 4000 rpm (revolutions per minute) for 5 minutes, and siemens determined that these values are not within manufacturer guidelines for sample tube(s). The customer did not provide information (e.g., speed or time) for the statspin. Siemens is investigating.

Event description:
A discordant falsely elevated total human chorionic gonadotropin (total hcg) result was obtained on the atellica immunoassay (im) 1300 analyzer and auto-verified as positive. The discordant result was reported and questioned by the physician(s). The customer used the same sample to performed repeat testing and obtained a lower result. The customer performed repeat testing on an alternate atellica analyzer and also obtained a lower result. The customer stated that repeat test results matched the expectation, and a corrected report was issued. There are no reports of patient intervention or adverse health consequence due to the discordant falsely elevated total hcg result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00319 on (B)(6)2019. Additional information ((B)(6)2019): siemens reviewed the information provided and determined the customer's calibration and control results were acceptable. The siemens customer service engineer performed the following: reagent probe adjustments, cleaning sample probe plunger, checking acid/base dispense volumes, adjusting vacuum, and cleaning acid delivery area. The atellica im total human chorionic gonadotropin (total hcg) precision was verified, and the assay performed with an acceptable precision post service visit. The cause of a discordant falsely elevated total hcg result is unknonwn, and siemens cannot rule out pre-analytical factors or a sample issue. Preanalytic variables can affect the quality of the sample, and a deviation from recommended best practices can lead to erroneous results. The instrument is operating according to specifications. No further evaluation of this device is required.